Manufacturer narrative:
The reported versajet handset assembly batch 50720521 intended for use in treatment was not returned for evaluation therefore it was not possible to establish a relationship between the reported failure and the device. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the reported failure mode has been reviewed and similar instances are low in the previous four years. The investigation into the complaint has now been closed as no fault found. Although a definitive root cause could not be established, a potential factor that may lead to the reported issue is excessive adhesive on the ball valve of the handset assembly. Other possible causes may relate to device/system setup and/or problems with the console or foot pedal which were also not returned for evaluation. If the device(s) or additional information is received in the future, this case will be reopened for additional investigation. In parallel, we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the versajet handpiece was connected to the console but when the patient was put in place the device suddenly stopped working. The customer re-checked the cables; but they did not receive any response from the device. There was no back up, therefore the debridement process was continued with bistoury. There was a delay of 30-mins. No further impact in the patient was reported.